Manufacturer narrative:
The device was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required. See additional report 0001920664-2019-00224.

Manufacturer narrative:
The device history record has been reviewed and meets all physical and functional requirements. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported when infusion was switched on, a particle came out of either the phaco sleeve or the lumen of the tip. The surgeon said it was ''a curved, smooth grey plastic part''. The particle was irrigated out of the eye. No patient impact was reported.